Manufacturer narrative:
Result: foot right load cell connector was observed with corrosive build up causing the cpu being unable to read.

Event description:
It was reported by service report that the scale would not work. No pt involvement or adverse consequences were reported.